Manufacturer narrative:
Investigation included customer interview and review of device use and reported glucose trends. Investigation of this case revealed that the glucose elevation resolved after changing the infusion site, which is consistent with a possible infusion-site or delivery issue, though a definitive root cause was not identified. It was concluded that the event was user-reported hyperglycemia with cause unclear, with the device continuing to deliver insulin after the guided intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia, with glucose rising to 346 mg/dl approximately four hours after a meal and continuing to trend upward despite a recent supply change; the user employed a cannula infusion set and was guided to change the infusion site while retaining the cartridge and tubing, after which insulin delivery was resumed and glucose decreased to 183 mg/dl. Symptoms included no reported clinical symptoms associated with the high glucose. Outcomes included no medical intervention beyond user troubleshooting and no hospitalization.